Manufacturer narrative:
Device is being held in (B)(6). Arrangements are being made to examine the oxygen concentrator. A f/u report will be submitted.

Event description:
Letter received from attorney states: "specifically, mr. (B)(6) suffered burns that ultimately lead to his death while using your product."